Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. A supply change was performed to address the occlusion alarm. The contact assisted the customer with the supply change and delivering insulin to the customer. Additionally, it was reported the customer experienced an elevated blood glucose (bg) level of 405mg/dl. A correction bolus was delivered to address the bg level. The customer stated air bubbles had been observed in the previous infusion tubing. After the supply change, the customer successfully resumed insulin deliveries.

Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.

Event description:
Reportedly, the supplies in use had been in use for more than 3 days.